Manufacturer narrative:
During troubleshooting weak reactions for antibody screen testing, the provue issued "?" For the first test and "negative" result upon repeat. Manual testing as well as visual inspection for all testing confirmed weak positive reactions. Additional testing ruled out all clinically significant antibodies. A full crossmatch was recommended in case transfusion is required for this patient. No definitive root cause was determined although the most probable root cause is associated with antibodies being weak and/or at the detection limit of the technique and reagents used. No erroneous results reported as a result of this incident.

Event description:
Account reports receiving "?" On the provue during an antibody screen. Visual inspection of the returned card confirmed weakly positive reactions. Upon repeat, provue provided negative interpretation while visual inspection indicated weak positive. Customer tested the same sample in manual gel, results were weakly positive.